Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter abdominal aneurysm. Vessel morphology was reported as the aortic neck was 10 mm in length, 21 mm in diameter proximally and 25.6 mm in diameter distally. The access vessels on the left small measuring 9.6 mm in diameter and complicated because of the previously implanted bare metal stent. Prior to the endovascular repair with any medtronic stent grafts, the patient had presented with an occluded rcia on an unknown date. At that time a bare metal stent was placed in the lcia and then a fem-fem bypass was done to the rcia. Currently the patient has a 45.3 mm diameter aaa. Originally the physician planned to use another manufacturer's stent graft, but decided to use endurant and talent. The plan was to place an endurant bifurcated stent graft then a talent converter because of the fem-fem bypass. The physician elected to implant the talent converter first and the rep alerted him that this would be off-label but the physician elected to proceed. It was reported that the talent converter was inserted, but would not traverse the external iliac artery; therefore, the decision was made to remove it from the patient. This proved very difficult, but the physician was able to successfully remove it from the patient without further complications. Then an endurant bifurcated stent graft delivery system was inserted and went in fine and the stent graft was successfully implanted without issue. The steps to remove the delivery system were followed, where the tapered tip and spindle were captured and retracted into the graft cover. The delivery system would not come out of the femoral artery and at this point it was noticed that there was a second smaller 8 mm stent that was not visualized before and this was what was preventing the delivery system from being removed. Tried numerous maneuvers unsuccessfully, then the physician decided to convert the patient to open repair and surgically removed the delivery system and the stent graft. A conventional graft "dacron" was sewn in. The patient was reported to be stable post-surgical intervention. It was reported that the patient expired three days post procedure. The review of returned films pre-implant show that the proximal neck diameter (flow lumen) varies from 15mm to 27mm along the initial 9mm length. There is a 4 x 4.5cm aaa that is calcified. The right iliac is occluded. The left iliac is tortuous and calcified. There is a stent visible within the left iliac, which is compressed down to 7mm minimum. Films during deployment were not provided; however, it appears that the implant and removal difficulties were likely anatomy related.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (death, removal difficulty, surgical procedure); patient's condition affected effectiveness of device (anatomy related; previously implanted stents and iliac vessel morphology, and pre-existing occluded rcia); incorrect technique/procedure (using the talent converter as a primary stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; previously implanted stents and iliac vessel morphology, and pre-existing occluded rcia); operational context contributed to event (using the talent converter as a primary stent graft).